Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 30 degrees endoscope was not accurately reflecting the endoscope orientation (30 degrees up versus 30 degrees down). This led to user confusion with the orientation of the endoscope and instruments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened during docking/setup. The image got inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. A 30-degree endoscope was installed at the time of the event. The surgeon did not confirm the desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The issue was resolved by unplugging and reinstalling the endoscope. The procedure was completed with same endoscope. The vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.